Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported 1018233-2025-00485. Correction: a, b, e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that registered nurse noticed patient's bed was wet and the artic sun device was low on water. Room nurse removed defective pads and placed with new pads. No issues with replacement pads. Per follow up information received via mail on 07may2025, sample returned on 2/7/25. Event occurred on 1/10/2025 no medical intervention needed. Lot number ngjv0870 provided. Patient identifiers provided 225 lb, male, 78-year-old, 6-foot, initials ch, dob, (B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that registered nurse noticed patient's bed was wet and the artic sun device was low on water. Room nurse removed defective pads and placed with new pads. No issues with replacement pads.